Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode tip started to erode through the patient's skin. The field representative said there was evidence of an infection on the electrode and puss at the erosion site. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were subsequently explanted. No additional adverse patient effects were reported.